Event description:
A cartridge change error was reported with the customer's pump. The blood glucose level was recorded at 264 mg/dl, indicating no adverse impact. The customer was assisted by technical support in troubleshooting, but the error persisted, leading to a decision to replace the pump. The customer was informed about the warranty status and arranged to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Instructions for returning the malfunctioning pump and details for shipping the replacement were also provided.